Manufacturer narrative:
.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device was displaying a bias current error that potentially could result in unintended activation. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device was displaying a bias current error that potentially could result in unintended activation. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.